Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported issue of low transmitter battery was not confirmed. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and passed. The global transmitter final functional test was performed and passed with no deficiency. Share data was reviewed and a low transmitter battery was not confirmed. However, this is reportable based on the finding of permanent loss of connection in the data cloud. The root cause could not be determined because the reported defect was not found.